Event description:
A us distributor reported that a patient's electrode belt does not communicate with monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) was unable to be duplicated. During troubleshooting, the belt delivered five biphasic pulses with a known good trunk cable attached. Upon further investigation, a reportable malfunction was found. The reported problem (does not communicate with monitor) was confirmed due to open brown (-5v) and green (+3.3v) wires in the trunk cable. The root cause for the open wires was unable to be positively identified. Belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.